Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported they experienced electrical shock on the end of their penis and has turn off the implant for 3 months. No further complication was reported.

Manufacturer narrative:
Device evaluation code (B)(4) corrected to (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient wanted to make sure his stimulation was off. The patient had been experiencing pain at the tip of the penis and before he called his healthcare professional (hcp) he wanted to make sure it was off. The patient stated he dried his groin with a towel after a shower as well and was concerned that was what caused the pain. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that the surgery was for ins placement and the shock at the tip of penis was due to change therapy. They also started that the step taken were to turn off the device. No further complications were noted or anticipated